Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a single piece silicone toric lens, model number aa4203tl would not advance due to improper loading. Pt contact, no pt injury.